Event description:
It was reported that 5 bd slip tip syringe with the bd precisionglide¿ needles experienced poor perforation on their packaging units. The following information was provided by the initial reporter: "the sealing of the cutting part of the package is not completed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd slip tip syringe with the bd precisionglide¿ needles experienced poor perforation on their packaging units. The following information was provided by the initial reporter: "the sealing of the cutting part of the package is not completed"

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-jul-2022. H6: investigation summary : two photos, five pieces of unit blister, and six samples of syringes inside the plastic bag were received by our quality team for evaluation. From the first returned photo, the unit package was observed to be open without sealing due to package overcut and the syringes were falling out of the unit package. From the second photo, the top web printings were observed to partially missing due to package overcut. The samples were subjected to visual inspection. The team observed that all five samples of unit blister package had been overcut and caused the package to be open without sealing. The syringe can easily fall off from the package. Based on the sample evaluation, the package was overcut which caused it to be open and led to the product to fall out. The team has investigated different sections of machine and matched a potential area which could lead to the reported defects. There are perforation knives located at the primary packaging machine, which are used to perforate the packed syringe into blister units. The perforation knife holder holds the perforation knife / blade at the station location in order to ensure even blister unit cuts and fulfill the sealing requirements. It was reported that the production technician detected perforation overcut during the production run. The root cause is due to the perforation holder screw wearing off and it being unable to hold the knife / blade in place. This has eventually caused the package overcut. The production technician has replaced the perforation holder and screws. The complaint samples could have been escapees as a result of poor containment.